Event description:
It was reported that, "infected knee. Doctor removed insert, cleaned out the area and debrided the area, and implanted a new insert."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. Additional info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.